Event description:
After surgeon had used the clamp, the cst noticed a tiny piece (about the size of a pinhead) appeared to be missing from the clamp. Clamp had worked appropriately per the surgeon and he did not report seeing any piece come off of the clamp while he used it. It was also unclear if the piece was missing prior to use as well. Surgeon did thoroughly inspect the pt's abdomen but could not locate the piece. Object too small to show up on x-ray apparently. Md to disclose to pt that there may have been a retained small piece of the instrument. Surgeon did not feel it posed a significant risk to the pt.